Event description:
Boston scientific crm received information that this right atrial (ra) lead was repositioned due to dislodgement. After the revision procedure, this patient experienced a pocket hematoma. There were no other adverse patient effects reported.

Manufacturer narrative:
This ra lead remains implanted, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.